Event description:
Stopped functioning after implantation. (B)(4) affiliate provided additional information by saying both the devises are replaced at the same time during the intra operative procedure. No adverse consequences or delay's were reported.

Manufacturer narrative:
Please be advised that we do not use therapy dates. As a result, today's date will be used. Upon completion of the investigation, the valve was visually inspected, and it was noted that the proximal connector was slightly bent. This could be due to wrong handling, but this could not be determined. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Review of the history device records for the catheter was not possible as the lot number given was for an eds iii. No defects were noted with the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.